Event description:
During knee surgery performed on (B)(6) 2021, the impaction handle (part code: 9095.11.001, lot number: 17ag0da) broke: the pin came out of instrument and fell out during the use. The event happened on back table, after punching the tibia. Therefore, the surgeon did not use it to put on the final femur, and just put it on by hand and used a secondary impactor. No adverse event was reported for the patient. Surgery was not delayed. According to the complaint source, the instrument was used more than 15 times. Event happened in the united states.

Manufacturer narrative:
Investigation: the check of the dhrs was performed and no pre-existing anomaly was found on the 10 impaction handles manufactured with lot number: 17ag0da. This is the first and only complaint received on this lot number. The instrument was not available to be returned for inspection. Therefore, based on the very few information received, we are not able to further investigate the event. However, considering that: checking the manufacturing charts of the lot number involved in the event, no pre-existing anomaly was found out. We have no evidence to consider the event as product related. Pms data: according to the relevant pms data, this is the first and only complaint received on this instrument, about this kind of breakage. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Lima corporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Manufacturer narrative:
The check of the dhrs was performed and no pre-existing anomaly was found on the 10 impaction handles manufactured with lot# 17ag0da. This is the first and only complaint received on this lot #. A final report will be submitted once the investigation will be concluded.

Event description:
During knee surgery performed on (B)(6) 2021, the impaction handle (product code 9095.11.001, lot #17ag0da) broke. No adverse event was reported for the patient. Surgery was not delayed. According to the complaint source, the instrument was used more than 15 times.